Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full height cubie drawer 6 was not detected on the bus due to the retractor band had come disconnected and the retractor band bracket had been bent slightly into the drawer. A field service engineer straightened the bracket, reseated the retractor band cable and the drawer was successfully detected on bus. Opened the drawer and found that the slide rails were damaged preventing the drawer from opening all the way without the use of significant force. This explains the bent bracket and disconnected cable user pulled the drawer out too hard, and it pulled the bracket forward and disconnected the cable. Replaced both slide rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the drawer was jammed and there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.